Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell one, while the hp was connected. The caregiver (cg) stated that a secondary bag disconnected. The technical service representative (tsr) explained that air was sucked in when the bag disconnected triggering the alarm. The tsr assisted the hp with closing all the clamps and cycling the power in order to clear the alarm. The tsr advised the hp to dispose of the current supplies and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The supply bag disconnecting without falling was reported and able to cause the reported alarm. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is obtained, a supplemental report will be submitted.